Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® sst¿, there were three (3) bowed tubes that caused a malfunction on the automated processing line. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® sst¿, there were three (3) bowed tubes that caused a malfunction on the automated processing line. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: h.1 imdrf annex a grid (1): a040609 - material twisted / bent (2981/1059). Investigation summary: bd received 5 photos for investigation. 3 photos show a tube that is bowed, while the other two display information. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: bowed. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.